Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: control-iq technology is indicated for use with novolog or humalog u-100 insulin.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450-451 mg/dl. Customer's mother alleged that the high bg level was due to an undefined control-iq issue. At the time of the event, the customer was using off-label insulin, fiasp. Reportedly, the customer was disconnected from the pump and given a manual injection to address bg level. The customer was taken to diabetes clinic and the blood glucose level was manually checked to be 288-289 mg/dl. The distributor reported that it was believed the cause of the high bg may have been due to fiasp insulin no longer working. Additionally, it was identified that control-iq was working as intended at the time of the event. It was reported that the customer continued to use the pump with fiasp insulin as per health care provider's instruction.

Manufacturer narrative:
On 4 december 2022, the distributer provided the additional information clarifying the customer did not require third party intervention for this event. This event does not meet MDR requirements as defined by 21 cfr 803.